Event description:
The analyzer produced an initial total beta-human chorionic gonadotropin result of 6.95 iu/l on a pt sample. The initial result of 6.95 iu/l was repeated several times and results of 4662, 4977, and 4555 iu/l were obtained. There was no report of pt harm as a result of this occurrence.